Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and chipped and was missing screws. According to the event history log (ehl) the customer must have had force sensor bridge test error, testing was performed to verify force sensor bridge test error. During functional testing using the power up process and calibration verification test the force sensor bridge test error was duplicated during the power up process. The root cause was caused by the customer's incorrect assembly of the device. Replaced multiple components including the main board, force sensor, plunger cable, head mount, plunger board, right plunger case and screws. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).